Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the probe broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The date of manufacture is not known. Alleged failure: the tip of the probe was broken off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting removing the probe, a probe inserted into an obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe is used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the probe broke during the procedure. All pieces were retrieved.